Event description:
User states that after watering his lawn, went into his house not realizing that a sprinkler had over flown into kitchen, slipped and fell. He landed on cuff of forearm crutches. User suffers from a broken collar bone, and 7 broken ribs.